Event description:
It was reported that one day prior to the call the patient had a lead revision done. Prior to the revision, an x-ray confirmed that the anchor was loose and not attached so it needed to be reattached. Because the anchor was loose the patient experienced a gradual loss of therapeutic relief and stimulation, and less than 50% therapy relief. After the revision patient was experiencing stimulation on the left despite the lead being on the right. It was found that the lead was in the correct place but was lying anteriorly. The patient was programmed and it was decided they would trial their current configuration for 7-10 days. One day after the surgery the patient was with their manufacturer representative and they were ¿having trouble with the right side¿ but the left side was working. At the time of the call, ¿neither side was working¿. While trouble shooting over the phone the patient was able to increase the stimulation on program 1 (left side) and program 2 (right side) and the patient was able to feel stimulation again, resolving the issue. The patient was noted to have recovered without permanent impairment from the surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).